Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the implant's ground path impedance has been increasing from 2004 until 2011. Recently it has increased more rapidly. Testing carried out on (B)(6), 2011 shows the gpi at 6.05 kohm, as well as all electrode channels in increased impedance.